Manufacturer narrative:
The device was returned to resmed for an engineering investigation. The evaluation found that the device touch screen buttons were misaligned indicating a touch screen panel calibration issue. Based on all evidence and previous investigations of similar complaints, the investigation determined that the touch screen failure was most likely due to water ingress in the top case module. The top case module was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had an inoperable touch screen. There was no patient injury reported as a result of this incident.